Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results for a patient that was inconsistent with the electrocardiogram and the patient¿s clinical diagnosis. The patient sample was tested on the abbott I-stat instrument and the result was negative. The following data was provided: reference range: = 0.026 ng/ml. Architect stat high sensitive troponin-I results = 0.8335 ng/ml, 0.7896 ng/ml, 0.9166 ng/ml, and 0.8271 ng/ml . Abbott I-stat instrument = negative . No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely elevated architect stat high sensitive troponin-I results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Ticket search by lot indicates that the reagent lot performs as expected for this product. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot 53044ud01 and complaint issue. The overall performance of the architect stat high sensitive troponin-I assay was reviewed using field data from customers worldwide. The median patient result for lot 53044ud01 is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer's issue. In this case, sample integrity issues at the time of testing could have contributed to the customer¿s observation. Based on this investigation, no systemic issue or deficiency with the architect stat high sensitive troponin-I, reagent lot 53044ud01 was identified.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results for a patient that was inconsistent with the electrocardiogram and the patient¿s clinical diagnosis. The patient sample was tested on the abbott I-stat instrument and the result was negative. The following data was provided: reference range: = 0.026 ng/ml architect stat high sensitive troponin-I results = 0.8335 ng/ml, 0.7896 ng/ml, 0.9166 ng/ml, and 0.8271 ng/ml abbott I-stat instrument = negative no impact to patient management was reported.

Manufacturer narrative:
This report is being filed on an international product, architect stat high sensitive troponin-I, list number 03p25-74, that has a similar product distributed in the us, list number 02r98. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.